Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the first part of the operation went for duration of approx one hour. The enseal worked well and surgeon was able to seal pedicles and partially mobilize uterus. The uterus was removed vaginally and the surgeon went back laparoscopically to control bleeding. At this point he requested enseal, when he activated the enseal instrument the generator displayed error message and sounded an error tone 'close jaws on tissue and reactivate'. I turned the generator on and off and the same error occurred when the surgeon tried to reactivate the enseal. The enseal was removed from the patient and it became apparent that the electrode plate had come away from the lower jaw of the enseal. It was sitting at approximately a 45 degree angle from the lower jaw still attached at the hinge. At this point the surgeon requested a bipolar forceps to control bleeding and proceed to control the bleeding. It worked fine and case was completed. Patient was ok.

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" message to display on the generator. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the message screen to display.

Manufacturer narrative:
(B)(4). Date sent: 4-24-2012. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.